Event description:
Ous MDR - during initial procedure the stent was implanted to stabilize a dissection. A grade ii stent fracture 36 months post-intervention visit was reported. The core lab confirmed the fracture on the 36 month x-ray. An event date was not provided. This stent was placed in (B)(6) 2014.

Manufacturer narrative:
The manufacturing history of the product was reviewed to determine whether there was any deviation that could account for the reported event. The provided x-ray images of the 12, 24, 36 month follow-up were analysed by an external core lab. The stent fracture analysis performed by the core lab, based on the angiographic images of the stent, confirmed a multiple strut fracture grade ii in the distal part of the stent. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations no manufacturing related root cause was determined.